Event description:
During an unspecified procedure, the instrument ejected unformed clips prematurely. The hosp has reported no further info.

Manufacturer narrative:
10/25/96 - supplemental report #1 submitted to FDA by mfg. Additional data submitted for d9. Device evaluation indicated and code enterred in h3 and h6.